Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the obturator, dissector balloon, valve seal and lock collar appeared intact. The trocar balloon was broken. The insufflation bulb was received. The inflation syringe was received. Pmv performed functional testing; the valve seal hole was covered and the dissector balloon was inflated, a leak was detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic nephrectomy, the user inserted the product into the patient's cavity and tried to inflate the balloon with the attached pump, but it did not inflate. The procedure was completed with another device. No harm was caused to the patient.